Event description:
55 device failures with issues of not latching to the syringe, would not allow fluid to be transferred, spike malfunctioned, stopper jammed, etc. Lot # 14839655 (8 devices). Lot # 14789286 (7 devices). Lot # 14529298 (1 device). Lot# 14630129 (1 device). Lot # 14813882 (7 devices). Lot # 14819579 (2 devices). Lot# 14845370 (4 devices). Lot # 14840353 (1 device). Lot # 14877850 (2 devices). Lot # 14839326 (1 device). Lot # 14603504 (1 device). Lot # 14866163 (1 device). Lot # 14888401 (3 devices). Lot # 14819533 (2 devices). Lot # 14838624 (1 device). Lot # 14910371 (2 devices). Lot # 14925498 (1 device). Lot # 14772402 (2 devices). No lot # (8 devices).